Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to v.a.c. Therapy. Device labeling, available in print and online, states: ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c./t.r.a.c. Pad. This involves using the foam to allow placement of the sensat.r.a.c./t.r.a.c. Pad or tubing on the dorsum of the foot (consider use of the v.a.c. Granufoam heel dressing).

Event description:
On apr 27 2016, the following information was reported to kci by the patient: the unit was allegedly not suctioning resulting in maceration to the wound. On apr 28 2016, the following information was reported to kci by the medical assistant: the patient was seen by the physician on (B)(6) 2016 and the maceration was noted at that time. A bridement was done to remove the maceration. The following additional information was identified by kci after completing a review of the physician's notes received from the medical assistant on (B)(6) 2016: the chief complaint: noted as a non-healing wagner grade 3 diabetic foot ulcer of the left foot. And the patient presented to the wound care center on (B)(6) 2016 for ongoing management of diabetic foot ulcer(s). The following significant comorbid conditions that were inhibiting healing included: diabetes mellitus type 2, obesity, neuropathy, peripheral vascular disease (pvd), and non-compliance. Noted wound assessment reported the following: wound bed: red with slough, exposed structure: bone; wound edges--thick; wound drainage amount--large; drainage description--serous; wound odor - none; periwound--maceration, callous. On assessment the ulcer is essentially unchanged. There remains a central area of depth with tunnel probable. No purulent drainage or discharge. No foul smell. Sharp debridement performed today. On may 17 2016, kci quality engineering (qe) completed a device evaluation which determined the device with cords passed quality control (qc) checks and met specifications on jan 28 2016 before placement with the patient. The device was delivered to the patient on (B)(6) 2016. The device was received in kci qe on may 11 2016 for evaluation. The device again passed qc checks and met specifications after placement. The device functioned properly, maintained pressure and obtained an appropriate dressing seal. There were no alarms or operational malfunctions experienced during testing. This customer complaint could not be substantiated by kci quality engineering.